Event description:
On 6/6 pt was notified that a cannula slipped off into the abdomen during a laproscopic splenectomy. The surgeon immediately noticed it, retrieved it and changed the device. The pt suffered no adverse effects.